Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on six lead contacts. Reportedly, patient works in a warehouse and bends repeatedly. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A lead experiencing high impedances was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The lead was replaced to resolve the issue.